Event description:
I received a switchcontrol as a replacement for the recalled speed control dial for the permobil smart drive device and after using it for a couple of months, I was using the chair and the button stopped working and I was unable to stop the chair. Luckily I had the dual buttons and was able to find and use the button on the other side (which was hard becaused that wasn't my practice). I was not injured, but this could have cause a major injury.